Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 10/31: catheter was secured with 4fr securacath. There was no patient harm.

Manufacturer narrative:
H11: the initial complaint was submitted with 29 october 2025 as the date of awareness. After further review, it was determined the date of awareness for this event is 17 october 2025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line was removed due to leaking at the PICC insertion site when line was flushed. PICC was removed and found to have a fracture in the line at approximately the 11.5 cm mark. No further details available or provided.